Event description:
Information received from the field does not address the patient's clinical status but notes that the device reverted to eol mode three times since implant. After each incident, the device was reset with a programmer.